Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Difficulty walking [gait disturbance]. Large right knee effusion [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2010, from an hcp regarding a (B)(6) female patient with a history of osteoarthritis of the right knee, initials (B)(6), who experienced a large right knee effusion and had difficulty walking after synvisc-one. The patient received an injection of synvisc-one into the right knee on (B)(6) 2010. According to the hcp, on (B)(6) 2010, the patient presented at the hcp's office with a large right knee effusion and was having difficulty walking. The hcp drained the patient's right knee and administered a cortisone injection in the right knee. The hcp also advised the patient to use ice on the right knee and to keep it elevated at home. In the opinion of the hcp, the adverse events of right knee effusion and difficulty walking are definitely related to the use of synvisc-one. At the time of this report, the outcome of the patient was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.